Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and bs repliform were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and rectocele and mesh was implanted along with the concurrent procedure of hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently cystoscopy.

Manufacturer narrative:
(B)(4).